Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 3.0mm x 15mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 5 seconds. Furthermore, a pinhole was noted at the middle of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).